Manufacturer narrative:
According to the technical review the system was working within specification. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported flap thickness is less than expected following lasik flap creation. Additional information has been requested.